Event description:
It was reported that the device was "shredding vein." Additional information was requested, but no additional information was provided. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the handle cracked at the seam on one side. On the side that was cracked, the trigger handle was loose; it had no tension. The jaws appeared to be in alignment and the clip retainer and push fork were in positon. Upon evaluation, the remaining clips were cycled, fed and fired. All of the clips loaded properly. The first clip was formed as intended. Clips 2-17 had proper alignment, but did not meet acceptance criteria for full pinch. The device history record was reviewed and no discrepancies were noted. The device had been sent out with 17 clips and was returned with 16 clips in the shaft and one in the jaw. No clips had been used. The instructions for use state "prior to each clip application, inspect the jaw tips to ensure the clip is fully advanced to the end of the jaws."